Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. No lot number was supplied which precludes conducting a batch history review. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. At this point in time no further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew flexible suture passer needle broke off into the patient's joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Used x-ray to locate the fragment. Added one hour to the procedure. Facility discarded the complaint device.